Event description:
During (B)(6) 2014, the physician identified noise in device memory. He intended to replace the lead. Consequently, a complaint was also opened for subject device in order to provide a patient recommendation. Preliminary analysis could not identify a strong indication for a re-intervention.

Manufacturer narrative:
In previous follow-up MDR, was erroneous or missing: it should have been (B)(4) 2015.

Event description:
During (B)(6) 2014, the physician identified noise in device memory. He intended to replace the lead. Consequently, a complaint was also opened for subject device in order to provide a patient recommendation. Preliminary analysis could not identify a strong indication for a re-intervention.

Event description:
During (B)(6) 2014, the physician identified noise in device memory. He intended to replace the lead. Consequently, a complaint was also opened for subject device in order to provide a patient recommendation. Preliminary analysis could not identify a strong indication for a re-intervention.